Manufacturer narrative:
(B)(4). The rx trek 2.50 x 15 mm is being filed under a separate manufacturer report number. Investigation of the device could not be conducted since the device was not returned for investigation. With the information provided, it could not be clarified when and how the asahi soft j guide wire was used in this procedure, and the details of the event.

Event description:
It was reported that during the procedure in the heavily calcified mid circumflex artery for treatment of a 99% stenosis, a 2.50x15 rx trek dilatation catheter was advanced with resistance. After multiple attempts to reach the target lesion, the catheter ultimately reached the lesion and the balloon was inflated to 12 atmospheres. Waist was noted in the mid segment of the balloon; therefore, the physician inflated the balloon again to 18 atmospheres. Balloon rupture occurred. An attempt was made to remove the catheter but the tip of the catheter was stuck in the stenosis. An attempt was made to advance an additional unspecified guide wire for extra support; however, the guide wire could not advance. Several attempts were made to remove the catheter and ultimately the catheter was withdrawn; however, the distal segment of the catheter separated approximately 1 mm distal to the proximal balloon marker and remained lodged in the stenosis. Resistance was also encountered when attempting to remove the asahi soft 180 guide wire; however, the guide wire was ultimately withdrawn successfully. No intervention was made or is planned to retrieve the separated segment as blood flow remains the same as prior to the procedure. There are no plans to treat the 99% stenosis. The patient remained hemodynamically stable throughout the procedure and there was no adverse patient sequela. No additional information was available.